Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Reportedly, the customer delivered multiple boluses due to not understanding the bolus feature. Tandem technical support educated the customer on bolus delivery. Customer consumed carbohydrates to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.